Event description:
After the ovarian cystectomy the pt suffered a severe reaction to the skin staples. Spoke with nurse in surgeon's office. Stated pt had red, inflamed area where staples were placed. Pt was placed on antibiotics and readmitted to hosp. Provided her with metal content of staple. 3/5/97 surgeon reported that following an open ovarian cystectomy the pt had a severe skin reaction. It apeared to be of an allergic nature. The staples were removed and the pt has subsequently improved and is healing. The reaction was so severe that the pt was admitted to the hosp with a concer for stevens hounson type syndrom. The pt presently is recovering and further seqauelae are not expected except forf a widened scar. Photographs have been obtained and co will receive copies of them. On 3/14/97 co received a 35mm color slide showing the reaction with the incision with the staples in place. It would appear that this is probably a hypersensitive type reaction and this has been confirmed with dr.